Manufacturer narrative:
On (B)(6) 2017 - the patient noted phrenic nerve stimulation again, and the device was reprogrammed on (B)(6) 2017 to correct the issue.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was reported with intermittent phrenic nerve stimulation. The lead remains implanted and no action was taken at this time. Should additional information be received, this file will be updated.